Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint : (B)(4). (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection (right side). Doi (B)(6) 2008 - dor (B)(6) 2008. Update ad 11 apr 2019: wpc (B)(4) has been re-opened under (B)(4) due to pinnacle claim submission form and medical records received. After review of medical records the patient was revised due to infection of right tha, decrease mobility, pain, hip abscess, hip popping and cellulitis. Operative note reported a lesion were debrided, infection is in the hip joint proper and had a cracked proximal femur. Doi: (B)(6) 2008; dor: (B)(6) 2008; right hip.